Manufacturer narrative:
One used caresite valve, without packaging; and two unused, unopened caresite valves, in packaging identifying the reported lot number (0061450585), were received for evaluation. The used valve exhibited a crack on the female luer lock threads of the molded caresite valve body. The crack started from the top of the valve and extended approximately half-way down to the bottom of the luer threads. Several stress marks and crazing lines were also evident at the area of the crack. No cracks or other abnormalities were visually observed on the two unused valves. The unused valves were then subjected to luer taper, flow, and water pressure (leakage) testing according to specification with acceptable results. There were no leakages observed within these valves during the testing time frame. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked valves can be caused by many factors, including but not limited to use of aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. However, without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Follow-up correspondence from the b. Braun account representative indicated that the reporting facility uses dual caps (alcohol caps) on all valves. The facility also indicated that it is hospital policy to keep an alcohol cap on the valve for 5 minutes prior to use, and continuously keep a cap on the valve when not in use. However, per the instructions for use (IFU) for the reported product catalog number, it states "swab top of luer access device vigorously for 15 seconds with 70% isopropyl alcohol and allow to air dry prior to use." Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If the physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports cracking/leaking at the female ending of the valve. This is occurring throughout the facility on nursing units and in the infusion center. In one case, chemo medication leaked with a home care patient. The patient returned to the infusion center where it was observed that chemo had leaked over the patient's chest.